Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: on investigation, the alleged blank display issue was not duplicated. The pump powered up to a dim and discolored display, but it was not blank. The auditory and vibratory features were operational. All the buttons responded properly.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)